Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. Anxiety - product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side rupture via MRI, mammogram, and ultrasound, leak, and exchange of textured implants due to patients concern with the product. Device has been explanted and not replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. MRI, mammogram, and ultrasound, leak. And exchange of textured implants, due to patients concern with the product. Device has been explanted.